Manufacturer narrative:
Philips has investigated this complaint and concluded that there was no malfunction of the hemodynamic application. The philips hemodynamic application works together with a monitoring device (philips xper flexcardio). Analysis of the log files of the monitoring device confirmed that the ECG leads connected to the patient were loose. Based on the investigation results, philips has concluded that there was no malfunction. The reported issue is not considered a reportable event.

Event description:
Philips has investigated this complaint and concluded that there was no malfunction of the hemodynamic application. The philips hemodynamic application works together with a monitoring device (philips xper flexcardio). Analysis of the log files of the monitoring device confirmed that the ECG leads connected to the patient were loose. Based on the investigation results, philips has concluded that there was no malfunction. The reported issue is not considered a reportable event.

Event description:
It has been reported to philips that during an emergency stent placement the philips hemodynamic system lost ECG and pressure signals. The user immediately connected the defibrillator to keep measuring the ECG signal while restarting the philips hemodynamic system. No harm to the patient has been reported to philips has started an investigation for this complaint.